Event description:
Customer reports receiving readings on her freestyle meter and dosed herself with insulin based on the reading and reports she was "incoherent and stumbling" felt "woozy and could not keep her balance" and said had "something like a seizure." She was taken to a local clinic but no medical treatment is indicated. The customer states she "drank some kind of drink" but does not know what it was to help counteract her symptoms. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The product has been requested and a follow-up will be submitted once results are available.